Event description:
It was reported that during a left atrial appendage (laa) closure procedure, a versacross system was selected for use. During the procedure, the transseptal puncture (tsp) was challenging due to the patient's hypertrophic septum and small fossa. The patient also suffered from severe pulmonary vein stenosis in the left pulmonary vein, and the physician was unable to pass the wire into the left inferior pulmonary vein. The physician then opted to place the versacross wire into the laa. After transeptal puncture a small pericardial effusion was observed. The procedure was continued but it was not possible to pass the watchman fxd curve sheath into the left atrium, therefore, balloon septoplasty was performed. The sheath was then placed in the left atrium and the procedure was completed. The laa was successfully closed. After completion of procedure, pericardial effusion was noted to be stable. The patient was taken to recovery and during this time the patient became hypotensive with pressure around 60/40. The patient was taken for a pericardial tap and entered the room with a blood pressure of 164/116. The pericardial tap was then performed, and around 600-700 cc of fluid were drawn from the pericardium. After this, the pericardium appeared normal and stable, and the patient was sent for recovery. There are no details available regarding the device. On (B)(6) 2023 - gfe response: the patient was discharged home and is doing well. There was no baseline effusion. Effusion was noted after transseptal puncture. Wire information is not available. It was further noted ((B)(6) 2024) that the product used in this event was a versacross access solution.

Manufacturer narrative:
Due to further information (06feb2024), the fields b5 (describe event or problem), d1 (brand name), d2a (common device name), d2b (pro code - product code), and g4 (premarket / 510(k)) were updated. Thus, a supplemental MDR is being filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage (laa) closure procedure, a versacross system was selected for use. During the procedure, the transseptal puncture (tsp) was challenging due to the patient's hypertrophic septum and small fossa. The patient also suffered from severe pulmonary vein stenosis in the left pulmonary vein, and the physician was unable to pass the wire into the left inferior pulmonary vein. The physician then opted to place the versacross wire into the laa. After transeptal puncture a small pericardial effusion was observed. The procedure was continued but it was not possible to pass the watchman fxd curve sheath into the left atrium, therefore, balloon septoplasty was performed. The sheath was then placed in the left atrium and the procedure was completed. The laa was successfully closed. After completion of procedure, pericardial effusion was noted to be stable. The patient was taken to recovery and during this time the patient became hypotensive with pressure around 60/40. The patient was taken for a pericardial tap and entered the room with a blood pressure of 164/116. The pericardial tap was then performed, and around 600-700 cc of fluid were drawn from the pericardium. After this, the pericardium appeared normal and stable, and the patient was sent for recovery. There are no details available regarding the device. (B)(6) 2023 - gfe response: the patient was discharged home and is doing well. There was no baseline effusion. Effusion was noted after transseptal puncture. Wire information is not available.

Manufacturer narrative:
Correction to the follow-up 2 in MDR in block patient codes (f10 and h6), in sections for use by uf/importer and device manufacturers only. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available since the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage (laa) closure procedure, a versacross system was selected for use. During the procedure, the transseptal puncture (tsp) was challenging due to the patient's hypertrophic septum and small fossa. The patient also suffered from severe pulmonary vein stenosis in the left pulmonary vein, and the physician was unable to pass the wire into the left inferior pulmonary vein. The physician then opted to place the versacross wire into the laa. After transeptal puncture a small pericardial effusion was observed. The procedure was continued but it was not possible to pass the watchman fxd curve sheath into the left atrium, therefore, balloon septoplasty was performed. The sheath was then placed in the left atrium and the procedure was completed. The laa was successfully closed. After completion of procedure, pericardial effusion was noted to be stable. The patient was taken to recovery and during this time the patient became hypotensive with pressure around 60/40. The patient was taken for a pericardial tap and entered the room with a blood pressure of 164/116. The pericardial tap was then performed, and around 600-700 cc of fluid were drawn from the pericardium. After this, the pericardium appeared normal and stable, and the patient was sent for recovery. There are no details available regarding the device. (B)(6)2023 - gfe response: the patient was discharged home and is doing well. There was no baseline effusion. Effusion was noted after transseptal puncture. Wire information is not available. It was further noted ((B)(6)2024) that the product used in this event was a versacross access solution.